Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella cp device for mechanical circulatory support. While on support there were positioning and placement signal issues. It was also noted that there was an unsuccessful attempt to place the impella utilizing a 14 french dryseal. The impella was explanted and a 19 french transcatheter aortic valve replacement (tavr) sheath was placed using the impella site. The tavr was placed without patient harm.

Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient for circulatory support. There were positioning and placement signal issues. The pump remained on for support despite the malfunctions. There was no reported harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The physician stated that the patient had aortic insufficiency. The root cause for the positioning and optical signal issue is due to patient condition. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.